Event description:
It was reported that a balloon air leak occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was leaking air and could not inflate. The device was removed and the procedure completed with a different device. No patient complications were reported.

Manufacturer narrative:
F10: device code - inflation problem. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon folds were relaxed. The device was attached to an encore inflation device and a pinhole leak was identified in the balloon. The pinhole was located at 2 mm proximal to the proximal marker band. The markerbands and blades section of the device were visually and microscopically examined, and no issues were noted with the markerbands and blades of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The tip was visually and microscopically examined, and it was noted that there were signs of damage on the distal edges of the tip. A visual and tactile examination found no issues with the extrusion shaft of the device. Multiple hypotube kinks were noted on several locations of the hypotube shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon air leak occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was leaking air and could not inflate. The device was removed and the procedure completed with a different device. No patient complications were reported.